Manufacturer narrative:
The graft lot 23kk458-009 was not received for evaluation. The issue was not able to be confirmed. Additional information including patient and specific procedure details was requested but has not been received to date. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to this issue. A review of the DHR was performed with no issues being noted for batch 23kk458, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. Grafts are designed to meet specifications of iso 7198 testing. Baseline water permeability of grafts is established through baseline testing to ensure cellular infiltration will allow incorporation with native tissue at the anastomosis site. Wall thickness specifications are also established using 7198 to ensure adequate connection with native tissue. Every graft undergoes 100% pressure testing. During pressure testing, grafts are inspected for (wall ballooning) or fiber separation. A review of this complaint was provided by the lemaitre clinical advisor. A femoral to posterior tibial bypass in what sounds like an infected field after another bypass was removed, which was cryopreserved vein would also likely become infected. Even if the artegraft itself did not become infected, which is very possible the sutures at the anastomosis were probably infected. This would certainly cause disruption of the anastomosis. Additional information would be required for a complete understanding. From the information provided, it sounds inevitable if you're working on a swollen infected leg that this would occur. The issue was not able to be confirmed. No definitive root cause was identified. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
On (B)(6) 2024 an artegraft collagen vascular graft that was implanted for a fem-post tibial operation and developed a pseudoaneurysm at the anastomosis site. The patient bled out and passed away. Upon follow-up, the following information was provided: product was stored at room temperature in sterile field, the graft was flushed and pressure tested per IFU prior to use and there was no unusual look, smell, or feel of the graft before implant. Graft did not twist during implant, and adequate heparin therapy was performed. There was no inadvertent external compression of the graft. A tunneler was used to implant graft, and graft responded well like always to tunneling. The graft was never accessed.